Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in one infusion set, the tubing was ripped from the infusion set site. Patient's blood glucose level was at 119 mg/dl, at the time of this event. The patient did not notice any damage when the package was first opened. No further information available.